Event description:
On february 25, 2009, the lay user/reporter contacted lifescan alleging that a one touch ultrasmart meter was not powering on. The patient indicated that the alleged meter issue started in 2009, at 5:30 pm. At 5:45 pm that same day, the patient claimed that she developed symptoms of a cold sweat, weakness, and feeling unbalanced. The patient administered self-care when the symptoms started by consuming oral glucose. As a result of the alleged issue, the patient decreased her lantus insulin dosage in the morning from 29 units to 27 units. The patient's blood glucose was not tested on another device during the time of concern. While speaking to the one touch customer advocate (otca), the patient was able to turn the meter on by pressing the power button and by inserting a test strip. There is no evidence that the meter was working improperly. The meter and test strips wer replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began. The patient also claimed that she administered self-treatment by consuming oral glucose because of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.